Manufacturer narrative:
(B)(4). Device passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure during basal and insulin pump had insulin flow blocked alarm. Customer¿s blood glucose unknown. Customer was able to clear and complete the rewind. Customer declined troubleshooting for insulin flow blocked alarm. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.